Event description:
Overdelivery reported. Medwatch sent by customer reports: pt admitted via emergency dept with a blood sugar level of 309. The pump was set at 0955 hrs to infuse humulin r insulin at a 1:1 ratio. This was placed as the primary line, and the rate was set at 1cc/hr, with orders to titrate the rate to keep the pt's blood sugar level between 200 and 250. When the nurse went into the room at 1100 hrs the pump was beeping and indicated it was set to pump on the secondary line, not the primary line as originally set. The pump also had the secondary line capped off, and was giving an error message stating, "air in line". The nurse reset the pump to the primary line and changed the volume to be infused back to 44-48 ml. At 12:50, the nurse went back into the room to adjust the rate, and found that the pump had once again reverted to the secondary line. This was reset again to the primary line, and when she returned a few moments later, found that the volume to be infused indicated 24cc had been infused (20-21 cc left on volume to be infused out of 50 cc bag). Despite the insulin infusion, the pt's blood sugar level continued to climb, to 395 at 1210 hours. The pt "rec'd" new orders, and was transferred to the intensive care unit at about 1347 hours. Pt's glucose level was reduced to 233 at 1600 hours, then 191 at 2010. Pt remained in ICU for two days for further stabilization. She was moved back to regular unit on 3/31, and discharged to home on 4/1/1999 with a discharge diagnosis of diabetic ketoacidosis with acute infection due to acute tonsillitis, resolving.